Manufacturer narrative:
Customer's weight was reported as (B)(6). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4) law doesn't allow product return.

Event description:
Reporter stated, the customer experienced an unexpected low blood glucose level and believes the insulin delivery of the infusion device is inaccurate. No adverse event was reported. The alleged product was requested for evaluation.